Event description:
The account alleges that the hi/low function was drifting to air in the hydraulic lines.

Manufacturer narrative:
The technician determine that air in the hydraulic lines was the cause of the issue. The tech bled the hydraulic lines, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.